Manufacturer narrative:
See MDR 1920664-2007-00256 for delivery device used with this lens.

Event description:
The haptic of the lens stuck in the delivery device during insertion into the eye. The lens was removed and another lens was used to complete the procedure.